Event description:
It was reported that: during a case, the operator noted while in manual mode of ventilation, that the device would not relieve pressure. The user loosened the apl valve crater retaining nut to relieve the pressure. The case was completed using the device. No patient injury reported.